Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been made available.

Event description:
The user came to the clinic after he abruptly stopped responding to sound with the device on (B)(6) 2017. No history of trauma, high grade fever or swelling on the implant side is known. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child came to the clinic after he abruptly stopped responding to sound with the device. No history of trauma, high grade fever or swelling on the implant side are known.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The user came to the clinic after he abruptly stopped responding to sound with the device on (B)(6)2017. No history of trauma, high grade fever or swelling on the implant side is known. The recipient was re-implanted.